Event description:
This lead was implanted on (B)(6) 2003 and remains implanted at this time. A call was placed to technical services on (B)(6) 2014 informing this lead exhibited low morphology. The physician was dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).